Event description:
It was reported that during a clinical arrhythmic storm, the clinicians placed the magnet over a competitor device to inactivate the high voltage therapies. However, the patient still received shocks and the magnet was unable to inactivate the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).